Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were shocked inappropriately by their cardiac resynchronization therapy defibrillator (crt-d) 16 times and it has caused them a lot of anxiety. The crt-d remains in use. No further patient complications have been reported as a result of this event.